Event description:
It was reported that after completing the therapeutic endoscopic retrograde cholangiopancreatography using the duodenoscope with the distal cover, the nurse noticed that the distal cover was broken in half. The doctor re-entered with the equipment and managed to remove the other half of the device that was still in the patient. There was no damage to the patient's mucosal tissue. There were no reports of further patient harm. The distal cover had been discarded. The device was inspected prior to use.

Manufacturer narrative:
E1 address (documented here in its entirety due to character limitations in respective field): (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field (d8). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the following: - the subject distal cover was not attached on the device firmly. - stress was applied to the subject distal cover during the intended procedure, such as friction by twisting and/or pushing/pulling the device in the patient¿s body cavity, and interference with mouthpiece, etc. Additionally, it is likely that after the procedure the distal cover was noticed to be broken occurred due to the status of attachment between the distal cover and the device became unstable. Subsequently, stress increased during using the device, which led to cracked distal cover. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: -operation - precautions -preparation and inspection - attaching accessories to the endoscope additional information received: no anti-fog agent or other chemical was applied to the scope lens that is prohibited in the instruction manual. After attaching the distal cover to the scope, the customer did confirm that the cover was not damaged. The customer states that it is always checked before placing the distal cover on the endoscope and starting procedures, and nothing unusual was observed prior to the procedure. After attaching the distal cover to the scope, the customer did check to make sure they could not pull or twist the distal cover come off. The user reported having checked the distal cover, and the cap was properly positioned. The customer states that the procedure was followed according to the instruction for use (IFU). Olympus will continue to monitor field performance for this device.